Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and they confirm the reported disassociation of the knee anteriorly. The clinical/medical investigation concluded that, based on the information provided, the root cause of the reported events cannot be definitively concluded. Ligament laxity could not be ruled out as a contributing factor, as the patient has had ¿multiple¿ knee procedures and problematic scar tissue. The reported patient impact is the dislocation, laxity and revision. Further patient impact cannot be assessed at this time. No further assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to patient condition, traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2020, the patient experienced disassociation and ligament laxity. The post of gns ii con ins sz7-8 13mm had completely jumped out of the ps box of the revision femoral component. This adverse event was solved by revision surgery on (B)(6) 2021. The poly was upsized and the knee was stable again.